Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the stapler had an incomplete staple line and poor staple formation. Hence, the donut was incomplete after firing the device, and the anvil was bent. The surgeon had to oversew the staple line. Resected and re-stapled was done to complete the case. This resulted in tissue loss. Extension of surgical time by more than 30 minutes occurred as a result of device issues.